Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited no pacing. The pacemaker was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was received from the field with battery voltage near beginning of life level. Visual examination found the cautery mark, septum damaged and set screw stripped were noted during the implant procedure. Longevity examination found the device was working normally with appropriate remaining longevity. Electrical and mechanical testing did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.